Event description:
Customer's pump was draining the battery and dying unexpectedly. There was no reported impact to the customer¿s blood glucose level. The healthcare provider completed troubleshooting and suspected a malfunction, prompting a request for an in-warranty pump replacement. Technical support personnel completed follow-ups but were initially unable to leave a message for the patient. The case remained open for further patient contact before being closed by technical support.